Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-02295. It was reported that a rotawire fracture occurred. The stenosed target lesion was located at the right coronary artery. A 1.75mm rotalink burr and 330cm rotawire and wireclip torquer was selected to treat the lesion. During platforming outside of the patient, the tip/end of the rotawire sheared off and broke outside of the body. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.